Manufacturer narrative:
Concomitant medical products: dtba2d1 crt-d, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited undersensing and appeared to not be capturing. Short ventricular intervals were noted as well. The right atrial (ra) lead also appeared to not be capturing. The patient was noted to be deceased post-ventricular tachycardia (vt) episodes. No further information was reported.